Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and was hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 715 mg/dl at time of incident. Another blood glucose level was 122 mg/dl. The customer was treated with insulin drip. The customer stated that the reservoir was not fitting in the reservoir compartment. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will not be returned for analysis.